Manufacturer narrative:
Additional, changed, and/or corrected data: a.2 , b.3 , b.5 , b.6 , d.1 , d.2 , d.4 , d.6 , g.5, h.4

Event description:
Healthcare professional reported "contracture" baker grade unknown, device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, healthcare professional reported left side cyst.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: will be capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "contracture" on unspecified side, device remains implanted.